Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp4118 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported 4 fr dl provena PICC wire breaking during insertion process. Had to get cxr because could not confirm placement with that wire. No other information was provided.